Event description:
It seemed the neck had come out of the head. It was noted that through time the neck had burnished down to a point. Much debris was created and the joint was black. The surgeon inserted a new poly and a cone conical mod hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed. Method and results: the device was not returned but images were received. Good bone ingrowth was visible on the coated surface of the stem. Severe wear was identified at the trunnion of the stem. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It seemed the neck had come out of the head. It was noted that through time the neck had burnished down to a point. Much debris was created and the joint was black. The surgeon inserted a new poly and a cone conical mod hip.